Event description:
The patient reported redness and discomfort after being treated with a hot pac. The patient did not require medical attention for the incident, nor was his progression impeded. The hot pac had been heated in a hydrocollator heating device. The clinician reported that the device water temperature was at 160 degrees f and stable. After the alleged injury, the device was monitored for seven days. At no time during the seven days did the device fail to maintain the temperature of 160 degrees f or operate in an unstable fashion. The clinician did share that the patient was potentially hyper-sensitive to heat.

Manufacturer narrative:
Awaiting device return and evaluation.